Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
On (B)(6) 2004 the patient underwent an unspecified spinal fusion procedure using rhbmp-2/acs. On (B)(6) 2004: the patient presented for an office visit. On (B)(6) 2004: the patient presented with confirmed qualifying bone growth and it was found that l5 nerve root was coursed in a trough between pedicle at l5 and some avulsed bone off the floor of the canal along the disk margin. Further, it was considered to remove bony floor of the canal but it was felt that the benefit was not worth risk taking. On (B)(6) 2012: the patient presented for an office visit.

Event description:
It was reported that on (B)(6) 2003 patient presented with right-sided radicular symptoms. CT of the lumbar spine indicated ¿status post intervertebral prosthesis placement at the l5-s1 level with a fairly dense centimeter sized focus of abnormal attenuation involving the entry and mid zone of the right neural foramen seen on image #36 that could reflect an osteophyte or dense disc. Given the density I suspect that this is probably osseous.¿ on (B)(6) 2004, patient presented with pseudoarthrosis l5-s1 with lumbar and radicular pain with right l5 radicular pain. The patient underwent posterior instrumentation and fusion using pedicle screws, rods and rhbmp-2/acs. Per the operative report, ¿he has narrowing of the right l5-s1 foramen which corresponds to his right radiculopathy¿ he does not have a fixed radiculopathy, although he has intermittent numbness and tingling.¿ there were no noted complications. On (B)(6) 2004, the patient presented with lumbar pain. CT scan indicated ¿ls-51 fusion with pedicle screws and posterior support rods and metallic disc cages. Presumed reactive sclerotic changes inferiorly at l5 and superiorly at s1 without evidence of abnormal radiolucency at the interbody fusion site. No bone destruction or mal alignment. No central canal or significant foraminal stenosis.¿ on (B)(6) 2004, patient presented with persistent right l5 radicular pain secondary to foraminal stenosis, l5-s1. Patient underwent decompression with partial removal of anterior facet and lamina. Per the opnotes, ¿on the right side, there appeared to be some osteophytic spurring along the posterior aspect of the disk extending into the foramen with compression of the exiting l5 nerve root. This was just posterior to one of the cages. The cage itself, however, is within the disk space. It is uncertain whether this was present preoperatively or may have resulted secondary to some retropulsion of bone at the back of the disk space in this area.¿ no noted complications. On (B)(6) 2005, MRI of the lumbar spine indicated ¿satisfactory postoperative appearance of the lumbosacral spine following l5-s1 fusion.¿ on (B)(6) 2010 patient presented with low back pain with radicular symptoms towards the right. MRI of the lumbar spine indicated ¿postoperative and degenerative changes of the lumbar spine¿ no severe canal stenosis. Mild multilevel neural foraminal narrowing.¿ on (B)(6) 2010 imaging studies indicated ¿short posterior fixation rods and pedicle screws are placed at l5-s I. There are disc spacers through the l5-s I disc. That disc is essentially fused. There is no mal alignment. There is trace narrowing of the l4-5 disc. Other disc spaces are maintained. There is some mild spurring at all of the lumbar disc levels. The posterior elements are otherwise unremarkable. The sacrum is intact. The sacroiliac joints are normal¿ satisfactory appearance status post posterior ls-s1 fusion, as above. No gross complications. Trace narrowing l4-5 disc, and mild diffuse spurring are acknowledged.¿ on (B)(6) 2010, patient presented with post laminectomy syndrome with lumbar pain. Patient underwent removal of instrumentation l5-s1 bilaterally. On (B)(6) 2011, patient presented with history of 4 back surgeries. He fell in (B)(6) 2011. He complains of low back pain with right lower extremity pain and numbness and occasional left foot numbness. MRI of the lumbar spine indicated ¿l5-s1 postoperative change. There is moderate right neural foraminal stenosis. The central canal is patent. The overall caliber of the central canal is small on a developmental basis. L3-l4 and l4-l5 moderate central canal stenosis when degenerative change is combined with the small caliber central canal. Prominence of the dorsal epidural fat contributes to this. Multilevel mild and moderate neural foraminal stenoses as discussed above.¿ on (B)(6) 2012 patient presented with pain. Lumbar MRI indicated ¿ls-s1 intervertebral body spacer. Right lateral endplate osteophytic ridging abuts the exiting right l5 nerve root. Possible right l3-4 nerve root impingement of the exiting right l3 nerve root.¿ on (B)(6) 2013 patient presented with back pain and l4 radiculopathy. Lumbar MRI indicated ¿disk degeneration, facet arthrosis, and congenital narrowing accounting for spinal stenosis, most pronounced at l2-3 and l3-4. Moderate spinal stenosis at l3-4 without about 50% thecal sac narrowing. Ls-s1 intervertebral spacer with postoperative change at ls-s1. No recurrent disk herniation or protrusion seen. Foraminal narrowing most pronounced on the right at l3-4 and on the right at ls-s1, with potential mild impingement of the exiting right l3 and right l5 nerve roots. This is unchanged from previous study.¿ ap and lateral flexion and extension views of the lumbar spine indicated ¿vertebroplasty at the l5-s1 level with extensive degenerative and hypertrophic changes in the facet joints of the entire lumbar spine with scattered osteophytes anteriorly at the l3 and l2 levels superiorly, slight aortoiliac calcification is seen. There is a surgical clip in the anterior abdomen at the l4 level, flexion and extension views show limited motion in the lumbar region but no notion at the l5-s1 level.¿ reportedly, the patient had bone overgrowth and neural compression secondary to use of bmp.